Manufacturer narrative:
Failure analysis noted that the insulin pump had no act button response due to flattened dome switch. There was no button error alarm or moisture damage inside the pump. The pump had scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 171 mg/dl at the time of incident. The customer stated that the pump was exposed to rain. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.